Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. This device remains in-service at this time. No adverse patient effects were reported. Additional information was received, this pacemaker was not able to successfully transmit data. It was noted that radio frequency (rf) telemetry was disabled. Analysis of device data was requested. Data analysis identified potential high impedance within the battery. Subsequently this pacemaker was explanted and successfully replaced. No additional adverse patient effects. This product was not returned.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. This device remains in-service at this time. No adverse patient effects were reported.